Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter thoracic aortic aneurysm. The patient had an ascending aorta replacement two years ago for treatment of a dissection. The physician implanted the two valiant stent grafts in zone 2 intentionally covering the lsa. The procedure was complete with no problems. It was reported that eleven days post index procedure the patient had a decrease in platelet count and brain bleeding. The patient remained in the hospital and expired 9 days later. The physician believes that the cause of death was related to the patient's pre-existing condition of dic.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (anatomy related; dic). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; dic).